Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a manual breathing bag support arm broke. There was no information given how or during which circumstances it broke. Images have been received that confirm the reported issue but the actual support arm has not been returned for investigation, nor has batch number been stated. Based on the received images alone, we are unable to determine why and/or how the support arm broke.

Event description:
It was reported that the support arm for the patient hoses broke at its lowermost joint. There is no report of patient involvement. Manufacturer´s ref #: (B)(4).